Manufacturer narrative:
Currently evaluating user narrative and solutions for remedial action. On (B)(6) 2016 - attempted to upload 3500a via esubmitter. Set up an account for wtsh back in 2014, but I was informed that I do not have an account. Was informed (B)(6) 2016 that FDA no longer accepts MDR 3500a forms via mail. So I will submit as soon as the account is set up.

Event description:
Patient had a needle taken from her at the hospital. Rn was punctured by the needle while extracting it from the patient. Patient admitted to retrieving the needle from the sharps container by removing the insert to access the needle.

Manufacturer narrative:
No definite feedback was provided by the hospital about the patient. The hospital did not check the known, at-risk patient for sharps when they were left in the room. The rn did not physically see the patient remove the sharps from the container. The hospital did not provide known information on how the patient was able to remove the insert to access the contents, but they assumed based on their capabilities to remove the insert. Once informed of the incident, rehrig immediately began to investigate the force required to remove the inserts. We were able to use what feedback we could from the hospital to develop standards for testing and force requirements. The immediate solution was to zip-tie inserts to the container bodies to prevent any potential issues. A concept for an added lock was developed and trialed in-house for completely locking the insert in the container body by rehrig design, quality, and sales to meet the set criteria standards. Rehrig representatives went ot the hospital site and met with their leadership to trial the proposed locking mechanism. Nurses were given the opportunity to test for force to remove the inserts as they are the main users. Follow up to come after the nurses test the lock. Submission notes: on 3/8/2016 - attempted to upload 3500a via esubmitter. Set up an account for wtsh back in 2014, but I was informed that I do not have an account. Was informed 3/9/2016 that FDA no longer accepts MDR 3500a forms via mail. So I will submit as soon as the account is set up. On 3/22/2016 - submitted report. On 3/23/2016 - updated as a follow up to the initial submission. Received feedback that the initial MDR was not considered a 5-day report but should be considered a 30 day.

Event description:
Patient had a needle taken from her at the hospital. Rn was punctured by the needle while extracting it from the patient. Patient admitted to retrieving the needle from the sharps container by removing the insert to access the needle.